Event description:
It was reported, the patient fell and hit a commode. The patient went to the emergency room and had x-rays done to check for broken bones but it was unknown if any device problems were seen. The patient had spasms, then no pain, and then pain at a level of "9-10." The patient noted there was a clicking sound and that the doctor told them "the clicking was bruised cartilage." It was noted, the device was showing it was off but it was noted the device was on prior to the fall. It was noted, the patient did not hit their head when they fell. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 3387-40 lot# j0546484v, implanted: 2005 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).